Event description:
The complainant reported that an impella cp was placed for a high-risk percutaneous coronary intervention. The device was prepared according to the instructions for use. During setup, the nurse noted that the purge disc felt unusually tight and did not click into place as expected. An initial purge alarm occurred, and the device was reprimed. After insertion, the aortic signal was present but there was no motor current. Attempts to change the performance level to automatic mode or to p2 were unsuccessful, as the console repeatedly reverted to p0. The team suspected an issue with the initial priming and reprimed the pump while it remained in the patient. Following this, the device was able to start at p2 and functioned normally throughout the procedure. No abnormalities were observed during device removal. The device was not returned for evaluation, as it was inadvertently discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the priming issues was not determined due to no product returned, no data logs recovered, and insufficient clinical details.